Manufacturer narrative:
The lead was returned, and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the emergency room with red and swollen device pocket due to infection. The physician stated the infection was not caused by abbott's devices. The patient's pacemaker, the right atrial lead and the right ventricular lead were explanted due to the infection. A new leadless pacemaker was implanted. The patient was discharged with no adverse consequences reported.